Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a red critical alarm error 46510. There was no delay therapy, the event occurred during preventive maintenance.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a torn cassette detect pin seal functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a failed printed wire assembly (pwa) board. The pin seal was replaced. The dso seal was replaced as a preventative maintenance. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.